Event description:
The cement got stuck in the shaft of the gun and could not be removed. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of eval: the results of the eval suggest that improper function was attributed to improper cleaning of the gun after use. The agent should instruct the users on proper cleaning procedures.